Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that log file analysis captured transient power cable disconnects/low power hazards/no external power alarms on (B)(6) 2021 at 11:11 am while tethered on the mobile power unit. This was caused by power to the mobile power unit being briefly interrupted. There were no other unusual events seen in the log files.

Manufacturer narrative:
Serial number of device was requested, but not provided. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review spanning approximately 5 days ((B)(6) 2021per timestamp). On (B)(6) 2021 there was an atypical no external power alarm while connected to the mobile power unit due to a loss of ac power. The backup battery was activated during this event and this event cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the mpu would be returning, for the serial number of the mpu, if the mpu had a v-lock connector, if it is known if the ac power cord came loose at the wall/ outlet, and if there were any environmental circumstances that may have affected ac power at the time of the event; however, to date no response has been received. The root cause of the reported alarm was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿powering the system¿ and heartmate iii patient handbook section 3 ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.